Event description:
Customer states that a week of reports was missing when healthcare professional uploaded at the office. Customer requested to have insulin pump replaced as she does not trust insulin pump. Customer declined troubleshooting. Customer was advised that missing reports had nothing to do with functionality of pump but insulin pump would be replaced at customer's request. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was tested with bg meter and they communicate properly. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.